Event description:
It was reported that during a ptca procedure, deployment difficulties were encountered. The lesion was located in the distal right coronary artery (rca). The physician advanced the liberte monorail stent delivery system across the lesion and inflated the balloon to unk atms. The physician was unable to deploy the stent and the delivery device was removed. In the opinion of the physician, a tear must have been present in the balloon because blood was seen returning from the hub of the balloon. The procedure was successfully completed with another of the same device. No pt injuries were reported. Pt status is reported as "fine."

Manufacturer narrative:
.